Event description:
It was reported the pt had lost (B)(6) and needed a pocket revision. The physician decided to replace the ipg at the same time since the ipg serial number was included in a field advisory. There was no known device issue and the pt was receiving effective stimulation.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.